Event description:
It was reported that the pt experienced redness, drainage, and incisional wound opening. The primary location of the infection was the device pocket. Cultures were taken from the device pocket; the results were unk. The pt did not have meningitis. Treatment for the infection was unk. The pump and catheter were explanted due to infection. The pt outcome was, infection resolved and no drug withdrawal. The medication being delivered via the device system was lioresal.